Event description:
Reporter alleges he was given this pump about 3 weeks ago and received an hour training which he believes it is very inadequate. The pump works off the sensor and the sensors are not recording blood glucose accurately hence, inaccurate insulin delivery. On the (B)(6) reporter alleges he had hypoglycemia constantly and his blood glucose was in the 30's. The pump was over delivering insulin due to the sensor's inaccurate readings. The wait time to reach the manufacturer is over an hour. The sensors are not working as they are supposed to and it's usually off by 15 percent or more. The pump has been replaced by the manufacturer due to the malfunction. Reporter believes the pump is not safe and very dangerous to use and he is requesting the FDA to look into the effectiveness and safety of the pump. He thinks the technology needs more trials, adequate training for about 8 hours is necessary, backup sensors need to be given with device as it takes weeks to get replacements. The overall safety of the device has to be accessed as it can potentially kill someone.